Event description:
On (B)(6) 2012, the patient contacted animas, stating that the up arrow and down arrow keypad buttons were unresponsive. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump under clothing and cleaned the pump with a dry cloth. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 11/27/2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no damage or peeling was observed. The keypad was found to be worn, which has no effect on insulin delivery. During testing, the up arrow and down arrow keypad buttons¿ unresponsiveness was not confirmed or duplicated; all of the keypad buttons responded appropriately and were functional. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed that the display lens was cracked. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.